Event description:
A reporter stated an employee who was wearing the n95 mask at her job on december 2 and 3 when she is in contact of patients is having symptoms similar to covid-19. Reporter said the employee has taken the test and waiting for the results. Reporter said they are not sure if the employee's symptoms are related to covid-19 yet but they wanted to report the incident per the requirements.